Event description:
Investigator has indicated that the reported occlusion of the left sfa was not related to the paclitaxel. The clinical events committee adjudicated that the same event was related to the device and not related to the study procedure or paclitaxel.

Manufacturer narrative:
(B)(4).

Event description:
Three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the sfa to popliteal of the left leg. Devices were successful. Approximately 19 months post index it is reported that the patient suffered an occlusion of the left sfa and a re-occlusion of the left apop. The patient received deb treatment and rotarex-thrombectomy for the to treat the occlusion of the left sfa. Reported that the patient received deb treatment with cutting balloon ¿ pta for the re-occlusion of the left apop vessel. The patient is reported to have recovered.

Event description:
During previously reported revascularization an admiral balloon was also used to treat the patient. Investigator has indicated that the re-occlusion event was possibly related to the study device and not related to the procedure or drug. Investigator has indicated that the occlusion event was possibly related to the study device and procedure.

Event description:
Previously reported revascularization did not include an admiral balloon as part of the treatment.